Manufacturer narrative:
Suspect product was discarded.

Event description:
On (B)(6) 2021 an eye care provider (ecp) in the (B)(6) reported a patient (pt) was diagnosed with a corneal ulcer while wearing the acuvue® oasys® for astigmatism brand contact lens (cl). The ecp reported the pt was diagnosed with a corneal ulcer by a medical doctor and was prescribed an unspecified eye drop. The pt is currently under the care of the treating medical doctor with regular follow-up visits. Cl wear has been discontinued. The event occurred in (B)(6) 2020. On (B)(6) 2021 the reporting ecp representative advised the corneal ulcer occurred in the right eye (od). The name and frequency of the medications prescribed are unknown, along with any additional medical information. The ecp representative will attempt to obtain further medical information from the pt. On (B)(6) 2021 the reporting ecp representative advised multiple attempts were made to contact the pt, but no further information has been received. On (B)(6) 2021 the reporting ecp representative reported being unable to contact the pt and is unwilling to continue to attempt to contact the pt. No further information is expected. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified by the treating medical doctor. The suspect od cl was discarded. No further investigation can be conducted. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00vhmb was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.